Event description:
It was reported that the iqvia technician arrived to do the fa updates and during functional the arctic sun device gave alarm 41 (low internal flow). Per wo notes, it was determined with iqvia technician that the device might have flow meter issue and was unable to locate the shunt tube to verify flow. Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0.1, removed fluid delivery line (fdl and inlet pressure (ip) dropped to 0.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the device gave an alarm 41 (low internal flow). Per wo notes, it was determined with iqvia technician that the device might have flow meter issue and was unable to locate the shunt tube to verify flow. Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0.1, removed fluid delivery line (fdl and inlet pressure (ip) dropped to 0. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician arrived to do the fa updates and during functional the arctic sun device gave alarm 41 (low internal flow). Per wo notes, it was determined with iqvia technician that the device might have flow meter issue and was unable to locate the shunt tube to verify flow. Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0.1, removed fluid delivery line (fdl and inlet pressure (ip) dropped to 0.